Event description:
Patient's spouse reported needle was missing after injection. Patient went to e.r. And had ultrasound done. He had surgery in e.r. To remove the broken needle.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No trends were noted. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.